Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4298 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device experienced an electrical reset. It was further reported that the patient heard a tone from the device "like an ambulance". The device remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.